Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/24/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the areas above and below the grip pad. Visual inspection revealed that the keypad cover was peeling from its base and torn in the area of the ok button. Evaluation revealed that all of the keypad buttons were properly responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad contacts, a dim/discolored display screen visual, and a cracked battery compartment. This report is made based on results of investigation completed on 07/24/2015.